Event description:
In january 2005, while wearing the sound processor, the patient reportedly experienced no sound percept. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the patient's c1 device was scheduled.